Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd camera head display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales representative on behalf of the customer to troubleshoot the device. Tac instructed the sales rep to power off the otv-s190/clv-s190, clean connectors on the paddle with an alcohol prep pad, allow to dry completely, plug scope back in, and power on the otv-s190/clv-s190. Afterwards, the b30 error persisted and a new camera head was connected without an issue. Tac concluded that the issue was related to the camera head and recommend for it to be sent in for evaluation and repair. The customer declined to initiating a return merchandise authorization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.